Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while on the withdrawal of the surgical specimen, the bag tore, there was a rupture of the device collecting bag during traction for removal of the surgical specimen. A new device was used in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Distal end of pouch was stretched, deformed and torn before the weld. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if during specimen retrieval process the specimen pouch is subjected to excessive manipulation or forces which causes stretching and deformation to the specimen pouch until it ultimately rips. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.